Event description:
The device was used during a procedure on varicose veins. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/18/1998-supplemental report sent to FDA.